Event description:
It was reported that a malfunction code malf 12 appeared, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and to contact support again if the problem reoccurred.